Event description:
Customer reported the insulin pump alarmed during manual prime and was unable to clear the alarm. Customer does not recall blood glucose level at the time of event. Customer was trying to prime a new set. The drive support cap was normal and does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
There was a compromised force sensor alarm during prime, compromised force sensor test at 4 lbs due to faulty fsr gold. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.